Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that with the current system settings, that it could take up to 30 secs prior to announcing as a red level desat alarm. The fse confirmed with the customer that the current system configuration would allow a delay in announcing an alarm. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system sp02 alarms did not activate. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.